Event description:
Litigation alleges that patient has experienced hip pain, causing difficulty ambulating and other medical conditions to his detriment. Additionally, it is alleged that metal ions are being released into his body. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient has experienced hip pain, causing difficulty ambulating and other medical conditions to his detriment. Additionally, it is alleged that metal ions are being released into his body.